Event description:
It was reported that a patient has been experiencing occasional muscle contractions that cause the left arm to move involuntarily (she specified that she observed these abductive movements herself, and that they are not dependent on the intensity of the stimulation). The patient also reports vibration at the implant site. This has gone on for some time and the physician has already tried different settings and even switching to 0 ma but this had no effect on the contractions. The physician reports that patient had a recent chest x-ray showing that the implant site is quite lateral (which is also causing discomfort), and that she is strongly leaning towards having her in-house surgeon reposition it more medially. Ap chest and neck and lateral chest x-rays were received and reviewed. The generator was placed normally in the upper left chest. The feedthrough wires of the generator were intact. It appears that the lead pin is likely fully inserted based on back end of lead pin but due to the angle of the image the pin cannot be seen at the end of the connector block for assessment. The lead was visible in the neck going into the chest. Strain relief of the lead cannot be assessed as full view of the neck and electrodes is not visible in the images provided. Portions of the lead were routed behind the generator. From the images available there were no apparent fractures or sharp bends in the x-rays. Any fractures or microfractures on the portions of the lead that were not visible or in poor quality cannot be ruled out. No additional relevant information has been received to date. No known surgical intervention has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was noted that the occasional muscle contractions that cause the left arm to move do not correlate with stimulation as they occur during the off period too. The patient reports that she feels spasms mostly when in sitting position but not while standing or laying down. The patient describes the vibration along the lead from the generator to the contact on the nerve. This sensation makes her hold her breath the vibration can occur also when the stimulus is off. Regarding if external factors could contribute it was noted that it seems to the patient that nearby electronic devices or chargers may trigger the symptoms, but they have also happened when there are none nearby. Regarding migration and discomfort. It is unknown by the patient if non-absorbable sutures were used to secure the device. No trauma or manipulation besides a very strong kinesiotape over the stimulator once for physiotherapy. Not sure if the device migrated at all (as we only have an x-ray done after the patient started reporting symptoms, so there is no ¿before and after¿ comparison; it may have been implanted very laterally in the first place. No surgery is planned at this time, they would only be planned if the patient could get a new device. They do not want to expose the patient to the risk of another intervention to move the same device. If it were planned it would be for patient comfort of the patient.